Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10468. The pt rec'd an scs system which included an ipg and two leads from the same lot. It was reported the ipg would no longer communicate with the pt programmer or charging system and the system had stopped working. X-rays revealed the ipg was properly positioned; however, one of the leads had migrated. In addition, diagnostic testing revealed one of the leads was exhibiting high impedances. The physician removed and replaced the ipg and one lead on (B)(6) 2011.